Manufacturer narrative:
(B)(4). Device is a combination product.   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the 5th and 6th most proximal struts were raised and pulled distally. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed slight tip damage to the distal edge. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination found a hypotube break 308mm from the end of the hub. Examination also found several hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-may-2016. It was reported that a shaft break occurred in a segment that would not enter the patient's body. The target lesion was located in a coronary artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the shaft broke near the hub. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient and the stent was damaged.